Manufacturer narrative:
Device evaluation of electrode belt (B)(4) is underway. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Follow-up report #1: additional information - 09/12/2018. Device evaluation of electrode belt sn (B)(4) was completed. The cause for the service code 204 was isolated to thermally damaged j708 and j713 components on the distribution node pca. The root cause for the thermal damage could not be positively identified. Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).